Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("bladder/urinary problems: vag. Infect."), migraine ("migraine") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, cystitis and vaginal infection had resolved and the migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2014. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding), bladder infection, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: test bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder infection, vaginal infection, migraine, fatigue, weight gain. Outcome of the events pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding), bladder infection, vaginal infection were updated to recovered/resolved. Reporter's information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in a 32-year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("bladder/urinary problems: vag. Infect."), migraine ("migraine / headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("bladder/urinary problems: urinary infect.") And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), back pain ("lower back pain") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, migraine, back pain and urinary tract infection had resolved and the allergy to metals, fatigue, weight increased, dyspareunia and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2014patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding), bladder infection, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on an unknown date: test bilateral occlusion. Most recent follow-up information incorporated above includes:on 30-sep-2019: new pfs received- new events added : abnormal bleeding (vaginal), nickel allergy, headaches, dyspareunia, lower back pain, urinary tract infection and complications from essure removal procedure were added. Headache clubbed with migraine. Lot number, reporters information were added. Outcome of events migraines, excessive bleeding from unknown to recovered/resolved were updated.we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in a 32-year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("bladder/urinary problems: vag. Infect."), migraine ("migraine / headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("bladder/urinary problems: urinary infect.") And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), back pain ("lower back pain") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, migraine, back pain and urinary tract infection had resolved and the allergy to metals, fatigue, weight increased, dyspareunia and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2014 patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding), bladder infection, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.